Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an intermittent connection in the cable connecting ECG "a" and the front therapy electrode. The root cause for the connection issue could not be positively identified. No adverse event resulted from the damaged electrode belt.